Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, wire got snarled after pullback and the opticross catheter grabbed onto the wire. The catheter and the guidewire were pulled and removed together from the patient as one unit. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked. Microscope inspection showed that the guidewire exit port was torn, although the distal section of the tip was in good condition. A functional test was performed using a test guidewire, and no resistance was noted while tracking the guidewire into the catheter.

Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, wire got snarled after pullback and the opticross catheter grabbed onto the wire. The catheter and the guidewire were pulled and removed together from the patient as one unit. The procedure was completed with another of the same device. There were no patient complications.